Event description:
Pump changed rates on 2 different occasions. Once it changed from 100ccs to 50ccs, and then from 50ccs to 999ccs, infusing an increased amount. Ivac alarmed drawing attention of nurse who noted rate change to 999ccs.